Event description:
It was alleged that insulin had leaked from the insulin cartridge and into the cartridge compartment of the infusion device. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.

Manufacturer narrative:
(B)(6). The event occurred in (B)(6).